Event description:
The customer reported a pads/paddles ECG test failure.

Manufacturer narrative:
(B)(4). The customer reported a pads/paddles ECG test failure. A philips field service engineer evaluated the device and confirmed the reported symptom. The power pca was replaced to resolve the issue. We are considering this a power pca malfunction.